Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11402. It was reported that patient presented for follow up in clinic. Upon interrogation, it was noted that both atrial and right ventricular lead exhibited noise. Also, the patient has been inappropriately shocked twice due to noise on the right ventricular lead. No intervention was performed. The patient was stable.